Event description:
It was reported that during implant of a pacemaker, the physician placed the right ventricular (rv) lead in a proper position. While suturing, he noted the rv lead was not in the position it was placed. Fluoroscopy confirmed the rv lead was not in position. The physician attempted to reposition the lead but the lead would not extend. The lead was exchanged. The patient was stable.